Event description:
As reported by the user facility (translation of user facility info by (B)(4)): unable to start the pump.

Manufacturer narrative:
(B)(4). We received one used filled easy pump ii lt 100-50-s without packaging. We detected a crack at the filling port (lli-cone). In as-received condition the white clamp was closed. The original wing cap was not returned by the customer. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Furthermore we detected no crystallized drug residues at the lla-cone of the pt connector. Additionally the pump was filled with nacl 0.9% up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After filling the pump and waiting for a while the pump worked (solution was running). Leakages were not detected at the sample. Furthermore we tested the flow rate of the received sample. Nominal: 2 ml/h actual: 1, 9 ml in 1 h; 3, 8 ml in 2 hrs; 6, 4 ml in 3 hrs. The flow of the received sample is within our specifications. During the test of the flow rate we detected no leaks at the sample. We have informed our MFR accordingly. The complaint was not justified as the samples were within specification. Reviewed the device history record and there were no defects encountered during in process and final control investigations.